Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in "infectious" peritonitis. The breach in aseptic technique was not further described. A day after the event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (no further details reported) for peritonitis. At the time of this report, the patient has not recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique, however it was reported that re-instruction on procedure was needed. Pd therapy was ongoing. No additional information is available.